Event description:
A patient reported the one touch ultra meter was reading inaccurately erratic. The results on their meter were 121 and 52 mg/dl. The result on the one touch ultra were not compared to any other device. The time difference between patient's meter results were within 10 minutes. Patient reported symptoms of feeling dizzy and shaky. No treatment was administered. No further information has been reported.